Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not depleting as intended. Customer's blood glucose level was 114 mg/dl. Additional information was not provided.